Event description:
It was reported that a fluid cassette ruptured in the warmer. There was patient involvement, however no adverse consequences were reported.

Manufacturer narrative:
The fluid warming unit was tested and found to be operating to specification, with no sharp edges found within the unit.